Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed when the subject device was connected to the evis exera iii series endoscopes before the unspecified procedure. The user also reported that there was no error when the subject device was connected to the evis exera ii series endoscopes. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Since the visiting of the field service engineer of olympus europe se & co. Kg (oekg) to the facility was canceled by the user, it surmised that there was no abnormality in the subject device. Therefore, it is presumed that the followings could be the cause of the reported phenomenon. The evis exera iii series endoscopes (190 series videoscope) was failure. The digital light source cable connection was not perfect and connection between the subject device and video processor was unstable. Foreign matter (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) Was attached to the electrical contacts and optical connections of the endoscope connector. As a result, the pins of the connector had poor contact and communication from the scope to the video processor via the subject device was unstable. If additional information becomes available, this report will be supplemented.